Manufacturer narrative:
Additional information: d4 and g5 are unknown. No product information has been provided to date.d5, g5, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.. A product sample was received for evaluation. Visual and functional testing were performed. Normal wear and tear on device. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be leakage from water tank cover. The technician replace water tank cover. Corrected data: d1, d2, d3, g1.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is leaking water at reservoir cover. No adverse events reported.